Manufacturer narrative:
The aligners are not being evaluated (method) as the product performed in accordance to specs (results, conclusion) and the device was used in accordance with labeled indications (results). This event is being filed as an MDR, because the pt indicated visiting the ER and the ER doctors felt the pt was suffering from a type of anaphylactic reaction. No add'l reports were provided. No evidence has been provided that supports or opposes, the fact that the invisalign product caused or contributed to the pt symptoms. Based on the ER doctor's opinion of the potential anaphylactic episode, and since invisalign product was being used at the time of the reported symptoms, a MDR is being filed.

Event description:
The treatment started on (B)(6) 2012. The pt reported the symptoms of swollen hands, feet, tongue and lips, hives on the pt's face that progressively extended to the whole body, and breathing difficulties. The pt indicated visiting the ER (ER) on (B)(6) 2012. The ER doctors felt that the pt was suffering from a type of anaphylactic reaction, but no add'l reports were provided. The pt discontinued the treatment on (B)(6) 2012. This event is considered to be potentially serious in nature or life-threatening to the pt due to possibility of this event being an anaphylactic episode.